Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 46.1cm was returned for analysis. Internal insulation abrasion was noted at 6.5-7.2cm and 8.7-9.1cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 14.5-14.6cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that during a device change out, externalized conductors were observed. The lead was explant and procedure was completed without adverse consequences.